Event description:
This patient was admitted to the hospital and tested (B)(6) at the pocket site on (B)(6) 2014. Per the following physician's office, this system was explanted on (B)(6) 2014. The patient expired due to complications from the infection on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.